Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl which resulted in loss of consciousness, cause was unknown. Customer required assistance from emergency medical services to address bg with intravenous fluids with glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.